Manufacturer narrative:
The device was received fully deployed. The device generated an 0x9b alarm, indicating it has been more than 5 minutes after cgm deactivation without receiving pod deactivation command. No damages or defects were observed that would contribute to an alarm. The exact cause of the 0x9b alarm could not be determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts or drive stalls, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may contribute to the reported skin condition irritation. The exact cause of the reported skin condition irritation could not be determined. During investigation, the bottom housing vent was observed to be damaged. It could not be determined when or how this damage occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycaemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 17 mmol/l (306 mg/dl) while wearing the pod between 25 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found bent. Redness was noted around the pod infusion site. As treatment, a new pod was applied.